Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify unexpected restart alarm due to button keypad anomaly. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he had his insulin pump in his pocket at the gym, and after he got home the device alarmed button error and had unresponsive buttons. The customer replaced the battery and then received an a21 alarm. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, and to return their device back for analysis.